Manufacturer narrative:
.

Event description:
It was reported via merlin at home transmission non-sustained lead noise due to post paced t-wave oversensing. Patient was asymptomatic. Programming changes were suggested. A week later, patient presented in-clinic for follow-up with post paced t-wave oversensing. Recommended programming changes were made with no further issues reported.